Manufacturer narrative:
Other applicable components are: product ID 3057 lot# unknown serial# implanted: explanted: product type screening device product ID 3057 lot# unknown serial# implanted: explanted: product type screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a trial patient. It was reported that the patient¿s controller received a ¿settings not available, call clinician¿ when attempting to increase setting on right side. The patient reported they got to 5.1 on the right. The patient switched to the left side and was able to feel fluttering at 3.8 stimulation. The patient stated that on the left side at night they were having constant fluttering during sleep. The patient also reported that the thought the lead had come out, and there was a possible lead migration. On (B)(6) 2017the patient reported they were getting the ¿settings not available¿ message. The patient stated they could not go to the left side because it was painful. On (B)(6) 2017 the patient reported they were still voiding a lot. The patient reported their battery was low in their controller. On (B)(6) 2017 the patient reported they spoke with a manufacturer¿s representative that stated the leads had migrated. No further complications were reported.